Event description:
A dialysis facility reported that during setup of a hemodialysis machine (after heat disinfection), it was observed that the dialysate lines felt hot, but the machine temperature was displayed at 37 degrees centigrade. The staff checked the temperature with an independent device and the reading was 50 degrees centigrade. There was no pt involvement.